Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. The device was returned to olympus for inspection and the reported failure was confirmed. Based on the results of the investigation, a definitive root cause could not be identified. However, the poor image quality was likely due to a damaged and depressed cable unit should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.

Event description:
It was reported that the subject device's picture disappeared and flickered when turning the wire. There were no reports of patient harm

Manufacturer narrative:
E2/e3: information was asked but unknown, in regard to occupation of the initial reporter or whether they are a healthcare professional . The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.